Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. Vascular access was gained via the right femoral artery. The 2.25x20mm, 70% stenosed, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified mid left circumflex (lcx) artery, with a significant bend between 45 and 90 degrees. The lesion was pre-dilated with a 2.0x9mm balloon resulting in 50% residual stenosis. As the 2.25x24mm synergy stent was advanced to the bend in the lesion, it was difficult to cross so additional force was used. The shaft kinked near the y-adapter and broke into two sections. Both sections of the device were removed and the procedure was completed with another 2.25x24mm synergy stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The catheter was returned in two sections. The hypotube was broken 11 cm from the strain relief. Just distal and proximal to the breakpoint the hypotube was severely kinked. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. Vascular access was gained via the right femoral artery. The 2.25x20mm, 70% stenosed, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified mid left circumflex (lcx) artery, with a significant bend between 45 and 90 degrees. The lesion was pre-dilated with a 2.0x9mm balloon resulting in 50% residual stenosis. As the 2.25x24mm synergy stent was advanced to the bend in the lesion, it was difficult to cross so additional force was used. The shaft kinked near the y-adapter and broke into two sections. Both sections of the device were removed and the procedure was completed with another 2.25x24mm synergy stent. No patient complications were reported and the patient status is stable.